Event description:
Info was received that reported a pt was hospitalized in '08 due to an incident of hyperglycemia. The pt reports he had high blood glucose for a week running up to the hospitalization. The pt reports that in the same time period his pump has been alarming continuous high pressure alarms. Upon admit the pt was diagnosed with hyperglycemia and treated with insulin and IV fluids. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed; on the day of the event, the pump alarmed and the user acknowledged greater than 15 high pressure alarms. Additionally, the user had been acknowledging and silencing approximately 12 high pressure alarms a day for the week prior to the incident. No operational or functional failure was detected and the product was within spec. The user did not return any of the minimed quickset administration sets he had been using at the time of the blockages.